Manufacturer narrative:
H11. H3, h6. The reported device was received for evaluation. A visual evaluation showed that two devices were returned together in a single bag without original packaging. Device one, the anchor and sutures were not returned. The cleat is fully extended. Bio debris is present. Device two, the anchor is still in the insertion tube. Bio debris is inside the tube and on the anchor. The sutures still run through the cannula to the cleat. The sutures have no visible defect. The cleat is fully extended. A functional evaluation of each device showed the drivers can no longer be used to advance the anchors as the spool cleat are fully extended from the body of the handles and the ratchets are locked. A material assessment of device one could not be performed due to the part not being returned for evaluation. Based on the condition of the device two's material found during visual inspection, no break of the suture could be confirmed. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specification found that the suture diameter and knot pull suture strength are specified and a certificate of analysis is required with each shipment. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during a rotator cuff repair surgery, the suture of (2) two q-fix anchors broke when they were deployed. The suture was removed. The procedure was resumed, after a non-significant delay, using an equivalent sn back up. The back up was used in the originally drilled bone hole. There was no void left in the patient. The insertion site was cleared of al debris prior to the insertion. Patient status is fine. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference case-(B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.